Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: device available for evaluation; returned to manufacturer on: 04/03/2020. Device evaluation: the sample was evaluated, and the lens was observed with residues of viscoelastic related to the handling of the unit in a surgical procedure. The condition observed is consistent with a lens that has been explanted. The reported issue was not verified and based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Implant and explant date: if implanted or explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a zcb00 intraocular lens (iol) was fully inserted in the patient¿s ocular sinister (left eye) and the capsular bag broke. A vitrectomy was performed, the incision was enlarged, and suture(s) were required. The lens was removed and replaced with an anterior chamber intraocular lens (aciol). There was no patient injury/harm. The patient was reported as fine post-op. No additional information was provided.